Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). There was no reported device malfunction and the product was not returned. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacturing, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event.

Event description:
It was reported that the procedure was performed to treat a lesion in the obtuse marginal vessel with heavy tortuosity and calcification. The pilot 50 guide wire was advanced without issue. Pre-dilatation was performed, and a non-abbott stent delivery system (sds) was advanced, but failed to cross. Further dilatation was performed, but the distal end of the guide wire could no longer be seen. The guide wire was removed, and it was observed that it had perforated the distal vessel. A 2 x 3 mm coil was implanted for treatment. No further sds was attempted, and the procedure was complete. The patient was confirmed to be clinically stable post-procedure. No additional information was provided.